Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the electrocardiograms revealed intermittent capture on the right ventricular lead. It was also noted that the lead had a history of low impedance. The lead was capped and replaced during a device upgrade procedure. The patient was asymptomatic.